Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that when they change the battery, the pump erased the basal rate. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box history from the date of the event has been overwritten due to continued use of the device. The original complaint could not be duplicated or confirmed. The pump powered on with the returned battery cap. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms. During investigation, the battery was removed from the pump then reinstalled and the basal rates remained intact. The pump case was removed and no evidence of moisture or loose components were found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.